Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty scope socket was discovered, compromising the scope detection, and causing the high intensity mode to be inoperable. Additionally, the unit was equipped with a non-olympus bulb, that was giving a reading of 500+ hours. It is recommended that all faulty components be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the high intensity button on his olympus visera 4k uhd xenon light source was not functioning during a diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the scope detection connection was failing. This report is being submitted to capture the failing scope detection connection found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope detection switch could not be determined. Olympus will continue to monitor field performance for this device.